Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU) states to remove the guide wire before the exit port crosses the skin line. Based on the reported information the reported difficulties appear to be related to user technique as the device was deployed prior to removing the guide wire. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in the calcified right common femoral artery using a proglide device via a 6f sheath using the pre-close technique prior to a transluminal aortic valve implantation (tavi) procedure. Reportedly, the footplate of the proglide device would not deploy. There was a kink in the 0.035 guide wire at the level of the foot plate. The proglide device was removed and the guide wire was replaced. The sutures of two new proglide devices were successfully pre-placed and used after the tavi procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.